Manufacturer narrative:
The insulin pump button error alarm due to moisture damage on keypad traces. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error on the insulin pump while attempting to deliver a bolus. The customer's blood glucose was 19.0 mmol/dl, which the customer did not treat as customer did not have a back-up on hand. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.